Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station drawer not opening due to failed mini engine. A field service engineer substituted the mini engine to address the problem. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system mini drawer 2.16 features two compartments instead of one, which may pose a challenge for a user attempting to retrieve a single dose of medication. There were no adverse events or injuries reported based on this event.